Event description:
The customer reported the device displayed error code 00010. This error code is accompanied by the message / instruction defib failure cycle power and the device operation halts. There was no pt involvement.

Manufacturer narrative:
(B)(4): the customer reported the device displayed error code 00010. This error code is accompanied by the message / instruction defib failure cycle power and device operation halts. There was no pt involvement. The philips field service rep evaluated the device. The symptom could not be duplicated and no trouble was found with the device. Since the remaining charge on the battery was low, he charged the battery and performed shift/system check. The device passed all testing and was returned to service. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause, since the symptom was not duplicated.